Manufacturer narrative:
Reported issue of bands failed to deploy. Reported issue of bands deployed prematurely. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00810, manufacturer report # 3005099803-2016-00811, and manufacturer report #3005099803-2016-00812 for the other associated device information. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy with screening procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first speedband superview super 7 device bands were attempted to be deployed but the bands failed to deploy off the ligator head when the handle was turned. However, the bands would then fall of the ligator head and deploy prematurely. The same issue occurred with the second and third speedband superview super 7 devices. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable.